Event description:
Procedure: stress urinary inconetinence/pelvic organ prolapse. According to the reporter: the patient alleged injury.

Event description:
Per additional information received, the patient has experienced blood loss, which required non-surgical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 4/16/2015. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure (s) performed: transvaginal hysterectomy, bilateral salpingo-oophorectomy, sling urethropexy, enterocele repair, cystocele repair, rectocele repair, anterior colporrhaphy, posterior colporrhaphy, colpoperineorrhaphy, suprapubic tube placement, cystoscopy, external anal sphincter plication. Postoperative condition: (B)(6) 2013: mild bladder issues. Outcome attributed to the device ¿pain, urinary and neuromuscular problems.